Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range daily shock impedance measurement values in triad configuration with an abrupt transition in the past from 170 ohms to greater than 200 ohms. During this situation, shock therapy was delivered due to ventricular fibrillation (vf) and the rhythm was appropriately converted into sinus rhythm with a reported shock impedance value of 96 ohms. The patient was seen in-clinic and shock vector analysis was performed. Svc conductor damage is suspected in the context of elevated daily shock impedance. A revision procedure will be scheduled in the next weeks to implant a new rv lead and also replace the patient's implantable cardioverter defibrillator (ICD) device as it has reached normal elective replacement indicator (eri). Technical services (ts) was contacted for further insight. No adverse patient effects were reported. Additional information: this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
This lead will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range daily shock impedance measurement values in triad configuration with an abrupt transition in the past from 170 ohms to greater than 200 ohms. During this situation, shock therapy was delivered due to ventricular fibrillation (vf) and the rhythm was appropriately converted into sinus rhythm with a reported shock impedance value of 96 ohms. The patient was seen in-clinic and shock vector analysis was performed. Svc conductor damage is suspected in the context of elevated daily shock impedance. A revision procedure will be scheduled in the next weeks to implant a new rv lead and also replace the patient's implantable cardioverter defibrillator (ICD) device as it has reached normal elective replacement indicator (eri). Technical services (ts) was contacted for further insight. No adverse patient effects were reported. This rv lead remains in service.